Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. He met with resistance on deployment. It was not clear whether the hub was locked in the proper position during deployment. One needle reportedly was locked in the barrel, the other presented in the 6 o'clock position. Back-down was attempted further deployment. The needle that presented was removed. The other needle was then removed using the needle holders. The device was removed and the artery eventually was closed successfully with a prostar 9 fr pvs device. The pt ambulated shortly after returning to her room without complications to the arteriotomy site.